Event description:
The patient reported 8-10 of the insulin infusion sets breaking from the last box she ordered. She stated she saw this by visual inspection. She stated that the tubing was separated from the outer tubing and, in some cases, completely broken off. She stated she has had no blood glucose concerns. The patient stated she would return the infusion set that she has left. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.